Manufacturer narrative:
The insulin pump was received with rattling vibration during self test due to adhesive not adhering. The insulin pump was received with broken battery tube threads. The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump was vibrating louder than normal. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 42 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and drink. The customer performed self test. The customer stated that the insulin pump did vibrate during vibrate test. The insulin pump will be returned for analysis.